Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to high readings. See attached file for details. Also found cannula bent.

Event description:
Customer reported via phone call phone call to have sensor issues. Customer's blood glucose was 427 mg/dl. Trouble shooting was performed and found blood glucose value 400mg/dl and sensor glucose value 74mg/dl. The difference is not within acceptable range and insulin delivery was suspended due to sensor glucose values which is set to 70mg/dl. The device will not be returned for analysis.